Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
On (B)(6) 2022 the user reported that the left device did not sound as good as before. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device malfunction which is supposed to have been present before explantation. This finding was expected, because according to the recipient report the device was found to be functional whilst implanted. The reported problems of insufficient auditory perception appear to be related to an insufficient mechanical device coupling to the round window, which likely occurred as a consequence of a post-operative fmt migration. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
On 30.nov.2022 the user reported that the left device did not sound as good as before. The user has been re-implanted. As per the device explantation report, the hearing loss was caused by a disconnection of the floating mass transducer (fmt) from the round window (rw). There was no contact between the rw and fmt which was found free in tympanon.